Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient still had some post op swelling/puffy and tender to touch which is normal. It was reported that the patient was not able to connect with ins to charge and getting the poor quality. Representative reported with pressing on the recharger and antenna locator, the most they were able to get was from 42-55 and continues to see poor quality. Additional information was received from the manufacturer representative who reported that the patient received their replacement recharger but was still not able to resolve their issue of not finding the ins. Patient was having difficulty communicating with ins. When using controller it would say no device found. During the call the representative attempted to get the cp to communicate with the ins and it displayed a message that the device could not be found. Attempted to trouble shoot over the phone with representative using the antenna locate feature, pushing on the antenna and pocket and was able to get 53. Representative reported controller showed coupling was good and in a normal recharging session. No symptoms or further complications reported and/or anticipated at this time. Additional information received from the rep reported that the ins was mostly sideways in the pocket and that the patient was unable to charge. The rep attempted multiple times to get a good/excellent signal and was able to with much manipulation, but the ins would never charge or it would loose the connection if the patient tried to sit back or move. The ins was in a position that was not conducive to charging. A pocket revision was being scheduled. Follow-up was scheduled with the rep for (B)(6) 2018, at which point they thought a revision date would be known. No further complications were reported.